Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an office inspection it was found that for a r3 lnr mpactor hd ii 38-42mm, the trial was cracked and needs to be replaced. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The device is cracked, rendering it inoperable. The device shows signs of extreme wear and tear. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.